Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sonicbea's polytetrafluoroethylene pad at the tip came off and broke during sedation for a therapeutic procedure. No part fell off inside the body. The procedure was completed by changing to a different olympus device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ultrasound was output with the gripping part closed without gripping the tissue, including after the tissue was cut. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.